Event description:
Pen dose knob is getting harder push, injection hurts and patient bleeds [injection site pain] case description: non-serious. This case is a report from a company sponsored support program in the united states referring to a female patient. The patient's mother provided this report in response to a call from the program vendor. No past medical history, concurrent conditions, or allergies were reported. Concomitant medications included vitamins nos. In 2005, the patient received nutropin aq, (1.3 mg, qd, sc) via the pen device (lot number for reported) for the indication of failure to thrive. The lot number for nutropin aq was unknown. The first puncture date was unknown. The patient's prior history of exposure to the lot number was not reported. The date of last administration prior to the onset of the event was not reported. On 09-apr-2007, the patient's mother noted that the pen dose knob was getting harder to push and that when she gives the injections, it hurts and the patient bleeds (injection site pain). It was noted that the pen device was over two years old, and a new pen was authorized. No relevant laboratory tests or treatments for the event were reported. No action was taken with nutropin aq. It was not reported if the patient continued or discontinued treatment with the lot number in question. It was not reported whether the patient switched to a different lot number. At the time of this report, the event remained ongoing. Reports from patient support programs are solicited in nature and an implied causality cannot be inferred. No other etiologic causes were identified. Additional information has been requested. Pharmacovigilance: the event of injection site pain is non-serious and is listed according to the somatropin us package insert. The patient's mother indicated that the knob on the device was more difficult to operate and that more force was required resulting in some injection site pain and bleeding. It is unknown if there was a device malfunction or user error.